Manufacturer narrative:
The insulin pump passed the displacement test. Unit received compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime test,excessive no delivery test and occlusion test or test for motor error alarm due to compromised force sensor system alarm. The insulin pump was received with normal operating current. The insulin pump passed self test. Pump passed off no power test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, missing end cap sticker and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis andfurther information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirted out during manual prime.  The customer's blood glucose reading was unknown at the time of incident. Troubleshooting explained the possible cause of the alarm and found that the drive support cap was sticking out of the device and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.